Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous lesion in the right coronary artery (rca). The 2.5x15mm nc trek balloon dilatation catheter (bdc) was soaked prior to use and was prepared (air aspiration) outside the anatomy without any issues. The bdc was used for post-dilatation and after the second inflation at an unknown pressure, the balloon ruptured. There was no resistance during advancement. Another non-abbott balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.